Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure the stent moved on the delivery system. Vascular access was obtained via the left common femoral artery. The 32mm, eccentric, de novo target lesion was located in the severely calcified common iliac artery (cia). While inserting a 8.0x40x75cm express vascular ld stent delivery system (sds) through a 6f non bsc sheath resistance was encountered, however the sds was advanced to the target lesion. While the physician was manipulating the sds for positioning, the stent moved on the delivery system. Resistance was encountered as the sds was pulled into the 6f non-bsc sheath and then both devices were removed together. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).